Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal.

Event description:
The customer reported that the insulin pump alarmed during normal use. Troubleshooting was performed. Advised that the insulin pump would be replaced. Nothing further was reported.